Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was last night the patient charged their implant (ins) and went to bed and when they woke up it was not on. Patient tried to turn it on and it said they needed to charge. Pt stated the implant used to last 2 weeks. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the ins was randomly turning on/off. It was also noted that the patient had a full charge at night and no charge in the morning. An appointment was made with a "technician" and the battery and leads were fine. They removed the battery from the controller and reinserted it. The technician recommended the controller and/or controller battery be replaced. The issue was resolved. The new controller seemed to be working better, and the implant was working as it should.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back in and stated they met with their manufacturing representative. After going through the data the representative deter mined the stimulator had not been shutting off or depleting when the controller showed the pt it had. Their representative stated that this was not an ins issue but a controller issue. Pt continued to experience issues even after their meeting with their representative. An email was sent to repair to replace their controller.